Event description:
The customer reported via phone call that she had a sensor that she was inserting and the sensor disconnected from the base. Customer stated that the needle was separated from the base. Customer reported that the hub assembly is not inside the serter and the catch arm is not bent. Customer has not experienced this behavior with multiple sensors. Customer will return the sensor and it will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.